Manufacturer narrative:
No button error alarm during testing. The insulin pump had an intermittent button response due to flattened buttons dome switch. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump had initially alarmed button error about 6 months prior to the call, and he thought that he may have laid on the device. He then stated that he received the alarm on the morning of the call and was able to clear it. The customer's blood glucose was 350 mg/dl, which was treated with a bolus. The customer's most recent blood glucose was 179 mg/dl. The customer did not observe any significant events leading to the alarm. He stated that he was just waking up when he received the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.